Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer via the manufacturer's representative (rep) reported a pocket revision. The patient fell in (B)(6) 2015 and had pain at the pocket site ever since. There was persistent pain since the fall at the pocket site and she felt the battery moved too much after the fall. The pocket was opened to expose the battery. A new pocket was formed just above the original area and the leads were tunneled to that new location. Impedances were checked after re-connecting and everything was within normal limits. The patient did show up to surgery with a discharged battery, but they were able to get enough charge to perform the device check intra-operatively. At the time of the report, the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via the device manufacturer's representative (rep) that there was a pocket revision. The rep reported the battery was moving inside the pocket. There were no falls reported and the patient doesn't remember any specific events that led to this. Impedances were all within normal range. The patient reported having to push on her battery to make it work sometimes. Sometimes it would work and sometimes it wouldn't adaptive stimulation (as) was activated on the program she was running. Lying left was set to 0 volts which explains why it was turning off and on at certain times. The battery was very mobile under her skin and was no longer secure. The rep created a new program to cover her painful areas. As was turned off and thee patient was getting good pain relief. A pocket revision will be done in the near future. The issue was not resolved at the time of this report. The patient's status at the time of this report was alive with no injuries. The pocket revision has not been booked yet, once the revision is complete the rep will update. Surgical intervention did not occur yet, but it was planned. It has not been scheduled. If additional information is received, a supplemental report will be submitted.